Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na) and ise chloride (cl) on six patients. Of those six, it was determined that 2 patients had erroneous na and cl results that were reported outside of the laboratory, 2 patients had erroneous na results reported outside the laboratory and 1 patient had erroneous cl results reported outside of the laboratory. All results are in mmol/l. The customer indicated that morning qc was in range. They began to run patients until there were approximately 4-5 patients that they questioned. They calibrated and received instrument errors on the calibration. Patient 1 had an initial na result of 98, accompanied by a data flag; and an initial cl result of 138.8, accompanied by a data flag. These results were reported outside of the laboratory. The sample was repeated and generated the following repeat results, na: 135, accompanied by a data flag; and cl: 100.1. The customer deemed the repeat results to be the correct results. There was no adverse event. Patient 2 had an initial na result of 109, accompanied by a data flag; and an initial cl result of 133.7, accompanied by a data flag. These results were reported outside of the laboratory. The sample was repeated and generated the following results, na: 137, and cl: 102.9. The customer deemed the repeat results to be the correct results. There was no adverse event. Patient 3 had an initial na result of 87, accompanied by a data flag. This result was reported outside of the laboratory. The sample was repeated and generated a repeat na result of 135, accompanied by a data flag. The customer deemed the repeat result to be the correct result. There was no adverse event. Patient 4 had an initial na result of 125, accompanied by a data flag. This result was reported outside of the laboratory. The sample was repeated and generated a repeat na result of 131, accompanied by a data flag. The customer deemed the repeat result to be the correct result. There was no adverse event. Patient 5 had an initial cl result of 129.2, accompanied by a data flag. This result was reported outside of the laboratory. The sample was repeated and generated a repeat cl result of 99.2. The customer deemed the repeat result to be the correct result. There was no adverse event. The lot numbers and expiration dates for the na and cl electrodes in use was requested, but was not provided by the customer. The field service representative found a problem with the ise bath vacuum nozzle. He cleaned the vacuum nozzle and the valve. The customer calibrated, performed qc and ran patient samples. Calibration was good and qc was within the customer's specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.